Event description:
The patient under went surgery for carcinoma of the tongue. After extubation in the recovery room. His breathing became labored and oxygen saturation fell to less than 90%. An introducer was blindly inserted in the midline with a laryngoscope blade and 6mm endotracheal tube placed.the patient was not adequately ventilated and the tube was removed followed by a second blind intubation and endotracheal tube placement which was successful. At surgical exploration, the surgeon noted a perforation in the lateral wall of the pharynx which was allegedly made during the initial blind attempt at intubation.